Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. It was reported that the patient had some transient neurological status changes that were initially attributed to a stenosed carotid artery. An attempt was made to stent the patient's carotid artery. The interventionalist noted that the artery was not as stenosed as shown in the computed tomography (CT) imaging. No stent was deployed. It was later reported that the patient¿s symptoms included disorientation and it was unclear when it began. It was thought that the transient neurological changes were associated with a recrudescence of previous stroke symptoms. The plan of care was inpatient rehabilitation and discharge to home. The submitted controller event log file captured events from (B)(6) 2023. Flow was unremarkable, and no notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had some transient neurological status changes, observed through disorientation, that were initially attributed to a stenosed carotid artery. An attempt was made to stent the patient's carotid artery on (B)(6) 2023. The interventionalist noted the artery was not as stenosed as shown in the computed tomography (CT) imaging and thought the transient neurological changes were to be associated with a recrudescence of previous stroke symptoms. No stent was deployed. Log files were submitted for review with a concern for an interruption or decrease in flow. During the log file review, no unusual events were recorded in the event history and the heartmate 3 and peripheral equipment was operating as intended. The patient was at inpatient rehab with a plan of discharge to home.